Manufacturer narrative:
Upon follow up, it was reported that the patient was treated with meropenem and linezolid (doses, routes and frequencies were not reported) for peritonitis. It was reported that the patient's catheter was removed. At the time of this report, the patient remained hospitalized and was improving. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomachache, fever and diarrhea. The cause was not reported. It was reported that on the day of symptom onset, the patient was prescribed paracetamol (dose, route and frequency not reported) at home. The following day, the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported and dialysis modality was switched to hemodialysis. No additional information is available.